Event description:
It was reported via repair work order that the scale on stretcher would not zero out due to malfunctioned scale display assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.